Manufacturer narrative:
Section h3: additional information. Section h6: additional information. Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed based on the review of the log files. The data log files were successfully retrieved from the returned system controller serial number (B)(6). The event log file contained data recorded from (B)(6) 2020 where backup battery fault alarms associated with ebb load test fail were recorded. The log file also contained several routine power cable disconnect and low voltage advisory alarms. The pump support was not affected, and the system maintained the desired set speed with no interruptions. The system controller was functionally tested using the laboratory equipment and was found to function as intended. A full functional test was performed and the controller passed all test steps. The system controller operated for extended period of time while connected to a mock circulatory loop and the backup battery fault was not able to be reproduced. During testing, multiple load tests were performed and the controller passed each time without an issue. A specific root cause of the backup battery load test failure recorded in the log file was unable to be conclusively determined during this investigation. The backup battery fault alarm observed in the log file did not affect the controller's ability to support the pump at the set speed. Abbott is continuing to monitor this issue. Heartmate 3 patient handbook rev b, under section 5 ¿alarms and troubleshooting¿ explains all alarms and the proper actions to take if the alarms cannot be resolved. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Previous backup battery alarms were reported in MFR#: 2916596-2020-01359. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient awoke to an emergency backup battery (ebb) fault alarm on (B)(6) 2020. The patient was taken off of their system controller ((B)(4)) and placed on a loaner system controller ((B)(4)). The ebb advisory alarm was associated with a "replace backup battery" advisory on the patient's controller screen. The audible alarm was able to be silenced for 4 hours. The patient is in need of a replacement controller with a serial number greater than (B)(4). Technical services (ts) reviewed the patient's log files and noted ebb faults occurring on (B)(6) 2020 from 4:35am until the end of the log at 1:08pm. The log file additionally noted a couple of low power advisories on (B)(6) 2020 due to normal battery depletion. There were no other unusual events recorded in the log file event history. No further information was provided.